Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) would turn itself off. The patient stated that they connected the charger and noticed that the ins was off. The patient mentioned that they were so sore and that the ins battery was at 3/4 charge level. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the implant turning off by itself had happened more than once. The patient would get more sore, check the system, and see that it was off. They thought this was happening at night while they were sleeping. At a follow-up visit with a manufacturer representative (rep), the rep stated that the patient was using the system at a certain percentage of the time, but the patient stated that they always had it on. They tried to adjust it so they could sleep better. To resolve the issue, the patient would restart, noting that "only one time was the battery dead".